Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that three days post procedure with the subject flow diverter the patient was re-admitted to hospital with complications. No further information is available.

Event description:
It was reported that three days post procedure with the subject flow diverter the patient was re-admitted to hospital with complications. No further information is available. Additional information received clarified that three days post procedure with the subject flow diverter, the patient was readmitted to the hospital with headache and nausea complications. Proximal end of the subject stent was found to be changed on computed tomography (CT) scan and angiography which was performed on re-admission. The patient condition is detailed as fine.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject flow diverter stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint indicated that three days post procedure the patient was re-admitted to hospital complaining of headache and nausea. Dual antiplatelet therapy (dapt) she was properly medicated per the physician. Additional information indicated the device performed as intended. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. It is most likely that anatomical or procedural factors contributed to the as reported 'stent tapering' but this cannot be confirmed as the stent is deployed in the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the stent tapering event code.